Manufacturer narrative:
Manufacturer ref# pr(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter summary of investigational findings: the tulip filter was placed in 2006 and an unsuccessful retrieval attempt was made sometime in 2006 or 2007 ((B)(4)). Following, filter legs perforating the ivc was handled in pr(B)(4). (Manufacturer ref#3002808486-2021-00984). Per the complaint report, the gunther tulip ivc filter was placed in 2006 indicating a dwell time of at least 15 years if the cts submitted for review were performed this year. The initial indication for ivc filter placement, nor the continued need of the ivc filter, were discussed in the complete report. The complete report does discuss an unsuccessful retrieval, sometime in 2006 or 2007, suggesting there is no continued need for the filter. There are no images submitted demonstrating the ivc filter immediately after placement and/or immediately after the attempted filter retrieval. On the images submitted for review, there is a significant anterior tilt with multiple posterior penetrations and a fracture of a primary filter leg which extends into the l2 vertebral body. Without the preceding imaging, it is difficult to determine if this tilt/penetration/fracture scenario was a result of malpositioning and/or manipulation of the ivc filter, or if this developed over time irrespective of the placement and previous retrieval attempts. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patients individual risk/benefit profile (e.g., a patients continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the g¿nther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare¿ vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for embedded a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. No evidence to suggest product was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Descriptin of event according to initial reporter: a CT scan was done for a different procedure and the physician observed that one leg of the filter is broken. The filter leg has penetrated the l2 vertebrae. It seems to be totally out of the vessel. Furthermore, the physician stated that an unsuccessful retrieval attempt for this device occurred sometime in either 2006 or 2007. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.